Manufacturer narrative:
The devices have not yet been returned therefore, a failure analysis of the complaint devices cannot be completed. If the devices are returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the myosure system. The devices were released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Reference internal complaint (B)(4).

Event description:
It was reported that a physician performed a myosure procedure for uterine tissue removal on (B)(6) 2014 utilizing two disposable devices. After using the first device, the physician "identified fragments of the blade embedded in the fibroid". The fragments were removed using a second device. "At this point, only a third of the fibroid had been removed and her deficit was 2l. She switched to a loop resection device and completed the procedure. A final hysteroscopy confirmed that there were no remaining fragments of within the uterine cavity. An abdominal x-ray was also negative". There was no intervention to the patient due to the fluid deficit. The patient was discharged home.